Manufacturer narrative:
The pump was received with intermittent button response due to a flattened esc button dome switch. Inspected the keypad connector on the lcd, and no unlocked connector was noted. No unexpected numbers ramping/scrolling on their own or skipping steps were noted. The pump passed the functional tests. No blank display anomaly, display anomaly, missing segment/partial display or blurry/reddish/yellowish color screen noted. No damage was found on the lcd isolation tape. The pump had a cracked case at the display window corner, cracked battery tube threads, minor/deep scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with blank display and button error with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer states the display would jump from screen to screen, get blurry, and went blank. Self-test was unable to be conducted due to pump jumping around from screen to screen. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.